Event description:
Sciex mass spectrometer ic/ms/ms incorrect results. I'm a contracting nurse license since 2008 subject to dozens of tests and this test in particular on (B)(6) 2016 at a fastmed location in (B)(4). It was sent to (B)(4) for processing. This lab uses and was utilizing the recalled sciex mass spectrometers. My test results were reported as positive to employer. I was not notified, but employer notified board of nursing. Subsequently my license has been revoked in the state of (B)(6) and I'm facing revocation, every other state I have been licensed in as well. Plus, federal sanctioning from medicare programs. It's not an adverse medical event, per se, but it's an adverse event nonetheless as self-sufficiency and livelihood are completely incapacitated. Thank you for the notification you released on (B)(6) 2017. I hope that there is more aggressive outreach of this news. I'm sure I'm not the only one who's been subjected to this an I need advocacy getting the news out. Being a nurse in my absolute destiny and having it taken away from me has impacted me physically, financially and emotionally in the most devastating fashion.